Manufacturer narrative:
Internal reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. An investigation has been initiated.

Event description:
It was reported that, during a internal fixation, one (1) trigen max short hexdriver ret rod broke on insertion of screw. All the broken pieces were recovered. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.